Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold. Due to the elevated capture threshold, the pulse generator was set at high output causing the battery to drain too quickly. On (B)(6) 2020, the physician explanted and replaced the left ventricular lead. The patient was reported to be in stable condition.